Event description:
Caller reported that the insulin pump had recently been dropped and stepped on. Caller stated that after replacing the battery, the insulin pump would no longer turn on. Blood glucose level was 400 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit received with missing motor and end cap. Unit received with cracked case at lcd window corners. Unit received with minor scratched lcd window. (B)(4).